Manufacturer narrative:
(B)(4): the customer reported that the device displayed a 'no shock delivered' message when in use on a pt. The relationship between device behavior and pt outcome is unk. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a 'no shock delivered' message when in use on a pt. The relationship between device behavior and pt outcome is unk.